Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was reported that the station hardware failed. The technical support specialist had contacted and instructed the customer to reboot the station. After the reboot was performed, the issue was resolved. The system functioned as intended after the customer resolved the issue by following the instructions provided by the technical support specialist.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered a hardware malfunction, causing the drawer to fail to stay closed. The customer stated this malfunction occurred when the user was trying to issue medication to the patient and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this event.